Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg was eroding through the skin. The physician explanted the ipg and the extensions. The patient was prescribed antibiotics.